Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that (B)(6) 2006 the patient presented with preoperative diagnosis of spondylitic spondylolisthesis, l5-s1, with symptomatic low back pain. The patient underwent the following procedure: anterior exposure of l5-s1 segment for anterior lumbar instrumentation and fusion. The patient underwent following procedure: anterior lumbar interbody fusion, l5-s1. Forced to use spinous instrumentation using minimally invasive technique. Per-op notes: a cage of this size was then selected. One batch of bmp selected and cancellous autologous bone was packed along with the bmp into the center of the cage. The sizer is now removed and replaced with the cage. Patient alleges unspecified injury due to the use of rhbmp-2.